Event description:
At an unknown date that patient underwent an evans and cotton flat foot reconstruction where a cancello-pure bone wedge 10 x 50mm xenograft was implanted. The patient also underwent a staged procedure where a fresh frozen allograft was implanted. Nine months post-operatively, the patient experienced non-union of the xenograft material.

Manufacturer narrative:
Multiple attempts have been made to obtain details concerning the product, patient, and clinical course. The unique lot# associated with the graft was not provided to rti biologics. Therefore, a thorough investigation is unable to be conducted at this time.